Event description:
A patient had zenith placement approximately 6 years ago. Upon doing a routine CT scan, it was determined by the follow-up physician that the suprarenal fixation barbed stent had separated from the rest of the graft. No endoleak is apparent. However, the physician is concerned about the long term effects of the barbed stent no longer being attached to the graft. Patient is fine at this time.

Manufacturer narrative:
Lot - unknown as not provided to reporter, catalog# - unknown as not provided by reporter, expiration - unknown as lot is unknown. Event evaluation: still under investigation.